Event description:
New information received states that both leads were explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the further surgical intervention may take place at an unknown date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-12896. It was reported that patient experienced ineffective stimulation in their right lower extremities. Upon diagnostic testing, high impedance issue was observed on contacts 1-8. Patient denies any traumas or falls. A surgical intervention took place on (B)(6) 2021 wherein the lead was removed from the implantable pulse generator and replaced into the header. The lead was tested, and the high impedance issue was resolved. Patient states not feeling any stimulation post procedure. Physician opted to wait a few weeks to see if the issue changes. It is unknown on which lead serial number this issue occurred therefore both lead serial numbers are being reported.